Manufacturer narrative:
Despite multiple follow up attempts with the user, the removal status of the old sensor could not be confirmed due to no response received from the user. Per dms, the user is continuing to use the system with up-to-date information with the new sensor.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user had a new sensor inserted in close proximity to an old sensor, which was causing connection interference with the new sensor. User was advised to return to hcp for removal of the old sensor.